Event description:
Ambulance personnel were treating a cardiac arrest pt and attempted to pace the pt. The reporter alleged that the pacer led would illuminate but the pacing current could not be increased. Treatment was continued using drug therapy. The outcome of the pt was not reported.